Event description:
It was reported that the pt is not benefitting from the implant even after about two months post switch-on. The speech understanding does not seem to have improved significantly as expected from the vibrant soundbridge device. The post-op audiogram seems to have deteriorated and now indicates that the hearing thresholds are out of the indication criteria for vibrant soundbridge. The aided responses were poor and so were the speech discrimination scores.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.